Event description:
The patient reported that the keypad buttons were unresponsive for six weeks. She stated that the keypad buttons were hard to press and required multiple button presses in order to elicit a response. The patient reportedly wore the pump in a case underneath clothing and that she used alcohol to clean the pump screen, but did not use alcohol to clean the keypad.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim.